Event description:
In 2006, 1210 hours, physician was using device #1 in the patient's bladder, when the ceramic like material tip broke off inside the bladder. The physician was able to retrieve the tip. Two days later, 0910 hours, the same physician inspected a like device #1 and discovered it easily broke as well. This incident occurred prior to insertion. The tips are available, but neither defective device is available. It is our understanding they were returned to the manufacturer and devices replaced.